Manufacturer narrative:
Date sent: 09/04/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a stapled anastomosis (gi) in a clinical study, the pt lost consciousness at 7 pm and later developed right hemiparesis. The pt required extended hospitalization and drug therapy. It was indicated that the device was not related to the event. Additional info has been requested.